Manufacturer narrative:
Additional information: section correction: section. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, during the wedge resection procedure. Tissue from the lower left lobe had to be resected. Patient status :recovering from the procedure.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded with an sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was leanly transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According the reporter, during the procedure they were unable to unlock reload and they had to cut around the tissue to remove the device. Patient status was unknown at time of this report.

Manufacturer narrative:
Based on review this event is updated from a malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during the procedure they were unable to unlock reload and they had to cut around the tissue to remove the device. Patient status was unknown at time of this report.